Event description:
The user facility reported that the table dropped during a patient procedure. The procedure was completed successfully and no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and was not able to duplicate the reported event; the table was found to be operating properly. Based on troubleshooting the technician replaced the hand control cord and confirmed the table was operational; no further issues have been reported. The table is not under steris service contract and is serviced and maintained by the user facility.